Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. During revision surgery, it was noted that a large amount of bony growth and scar tissue were present.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the fantail and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection system lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing sound quality issues. Programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.